Event description:
Information was received from patient regarding an external device. The reason for call was patient mentioned that the recharger started to get hot a couple of months ago. Patient mentioned that recharger is overheating and gets hot to the point that recharger almost burnt the patient. Patient confirmed that they're fine and didn't leave any marks on the patient. Agent sent a request to repair to replace the recharger. (B)(4).

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: 28-sep-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.